Event description:
It was reported that during an unknown procedure, the clips were scissoring. There was no other information available. Patient consequence not reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailble at this time.